Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA when it is complete.

Event description:
Legal claim received. Operative notes indicated that the patient suffered from loosening of cement and patella with sheared pegs.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported event requires extended investigation. The investigation is ongoing and the etq document will be reopened and updated when the investigation is completed and/or additional information is received.